Manufacturer narrative:
The customer reported event of 'ivtm tgxp thermogard console, displayed tcmid:02 (ce danfoss error) error message' was confirmed during functional test. The most probable root cause was due to damage harness cables. During visual inspection, the wire harness to pic 16 and ce were found slightly burned. Unrelated to the customer reported event, the pump rotor was also found to be damage. Cables and pump rotor were replaced to correct the issue. Per review of the error logs, tcmid:02 was noted multiple times on the reported date, confirming the customer's complaint. Following the service and parts replacement, the ivtm thermogard passed functional testing. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for ivtm thermogard with sn (B)(4).

Event description:
It was reported that during patient treatment, the ivtm tgxp thermogard console, displayed tcmid:02 (ce danfoss error) error message. Customer switched to another ivtm thermogard system to continue treatment. No patient consequences were reported.